Event description:
The patient's spouse reported that the patient complained of the area around the device being "warm on the inside". The spouse said "it did feel warm". The patient was taken to the ER but was released after blood tests were "ok". It was noted that the patient has dementia and has not "complained [for four days]". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.